Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5095099. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient¿s mother reported that the patient had a skin reaction on (B)(6) 2020 which left her skin ¿burned.¿ she later developed hives all over her body requiring a prescription of prednisone. No additional patient or event information is available.